Manufacturer narrative:
H6 codes have been corrected and updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2015explanted:(B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: -08-20, ubd: 16-jul-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving unknown intrathecal medication at unknown conce ntration/dose via an implantable pump for unknown indication for use. It was reported that the patient needed a new pump due to end of service (eos), but also stated she thought her catheter was getting kinked because her therapy was not as good as it used to be for pain control. Therefore, the doctor redid the catheter (a new catheter was put in) and explanted the old catheter and replaced the pump. Diagnostics/troubleshooting was that the clinic tried to draw off the catheter access port (cap) but were unable to. Patient did not go through any withdrawal symptoms. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.